Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-01698. It was reported the patient is not receiving effective stimulation and is receiving unintended rib stimulation. Multiple reprogramming attempts have been unable to resolve the issue. The patient was referred to a neurosurgeon.